Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arise, which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the clinical study site that the patient on (B)(6) 2013 reported to the hospital with complaints of perfuse bright red blood per rectum for the past four (4) days. Patient was transfused four (4) units of packed cells over his stay. Colonoscopy on (B)(6) 2013 showed blood in colon, but no specific source of bleeding. Patient remained stable post colonoscopy and was discharged home on (B)(6) 2013. No additional information.